Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA.

Event description:
It was reported that the device was failing the self test and had an error code in memory that indicates a potentially critical failure. There were no reports of pt use associated with this event.